Event description:
It was reported that the ventilator was not taking a charge and possibly running on internal battery. The ventilator shut down with an audible alarm while on a pt and pt had to be manually ventilated. No pt harm reported.

Manufacturer narrative:
Na